Event description:
A malfunction alarm was reported, identified as malf 0, with no notable events occurring prior to the incident. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.